Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient began experiencing stimulation in her cervical and thoracic regions. An x-ray was performed showing there was lead migration. The lead was surgically repositioned on (B)(6) 2010. No outcome was reported.